Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. No cosmetic damage found.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during bolus. During troubleshooting, customer received an additional no delivery alarm while manually priming. Blood glucose level was 163 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.